Event description:
It was reported by the manufacturer representative the patient went to the emergency room on (B)(6) 2010 with abdominal pain. It was also reported that on the same day, the patient received one shock with "termination consisting of irreg intervals and varying r waves". T wave oversensing was questioned. The egm showed paces with no capture and no r waves. Sensing in all episodes was appropriate. It was further reported, the nurses and physicians feel the episodes recorded near or at the time of death on (B)(6)2010 were not related to the device function. The nurse had stated "it looked like a dying heart" on the monitor. There is no allegation from a health care professional that the death was device related. The cause of death and morgue report have been requested and not received.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed no anomalies were found.